Manufacturer narrative:
This device is not sold or marketed in the u.s.; however, it is similar to device model 2800, carpentier-edwards perimount rsr pericardial bioprosthesis (pmap860057/s001). The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received information that a 25 mm aortic valve was explanted after a duration of thirteen (13) years due to aortic stenosis. The patient status was reported as ¿recovered¿ in the ICU. The 25 mm aortic valve was explanted due to aortic stenosis secondary to leaflet hardening caused by structural valve deterioration. This device was originally implanted for aortic valve replacement to correct aortic stenosis. This device was replaced with a 25mm valve with no adverse patient effects reported as a result of the valve replacement. The condition of the aortic valve at explant was reported as ¿leaflet hardening was observed¿.

Manufacturer narrative:
The product was returned for evaluation. Customer report of stenosis was confirmed. X-ray demonstrated minimal calcification on all three leaflets and wireform intact. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 3mm on leaflet 3 at the inflow aspect and 4mm on leaflet 1 at the outflow aspect. Host tissue on the stent circumference was heavy at the inflow and minimal at the outflow aspect. All three leaflets were observed to be thickened and swollen at the cusp region, at the free margin, and near the commissures. Thickened tissue restricted leaflet mobility and led to stenosis. Leaflet 1 had a 6mm tear near commissure 1, and a 3mm tear near commissure 2. Leaflet 2 had a 5mm tear near commissure 2. Leaflet 3 had a 6mm tear near commissure 1. Serrated markings were observed on leaflet 2 near commissure 2, and on leaflet 3 near commissure 3. The leaflets were observed to be thickened and swollen at the tear regions. The wireform was exposed on commissure 3.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.